Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided as the 21.5d lens was exchanged for a 21.5d company lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced trouble with near vision. The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was intraocular lens glistening with blurred near vision . Additional information was requested